Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and the md inserted the sheath into the patient's femoral artery. The md could not insert the iab through the sheath and as a result, another iab was used with success. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.